Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-17128; 2938836-2019-17131. It was reported that the patient expired and the cause of death is unknown. The whole system was explanted. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Only the connector portion of the lead was returned in one piece measuring 12.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.